Event description:
Sorin group (B)(4) received a report that, during a procedure, the arterial pump was stopped by the bubble detector. The cerebral perfusion pump did not stop which resulted in a negative line pressure. This caused air to be pulled into the circuit from the oxygenator and a bubble was sent through the line. There was no report of pt injury.

Manufacturer narrative:
Manufacture date will be provided in a follow-up report when available. Sorin group (B)(4) manufactures the s3 bubble detector. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during the procedure, the arterial pump was stopped by the bubble detector. The cerebral perfusion pump did not stop which resulted in a negative line pressure. This caused air to be pulled into the circuit from the oxygenator and a bubble was sent through the line. There was no report of pt injury. The bubble detector was returned to sorin group (B)(4) for evaluation. The problem could not be reproduced during initial testing. The detector was then subjected to an endurance test for approximately 100 hours. This testing revealed oil leaking from a hairline crack in the cushion of the bubble detector. The cause for the crack could not be determined. Any further information will be included in a follow-up report and sorin group (B)(4) will continue to monitor for any similar events.